Event description:
It was reported that during a vascular procedure, the clips will not hold after placing. When they opened the packaging, the clips did not hold in the cartridge: they were not stable; they moved and were difficult to catch. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). The analysis results of the cartridge (a) found that it was received with the cover slightly separated from the base and with four clips loaded. The latching feature was evaluated and the one cover tab was noted to be damaged leading the found condition of the cartridge. In order to avoid this kind of issue, it is recommended to insert the clip cartridge into the loading base. Grasp the applier in the box lock area using pencil grip technique. Insert the jaws of the instrument into the individual cartridge slot, making sure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. The batch history records were reviewed with no anomalies noted during the manufacturing process. The analysis results of cartridges (b and d) found that they were received inside their original package. In an attempt to replicate the reported incident, the devices were tested for functionality. A drop test was performed and no loose clips were noted. Upon evaluation, the clips were loaded, retained and properly formed. No conclusion could be reached as to what may have caused the event reported. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device (b and d) additional information: batch # unk, expiration date: 04/2017, manufacturing date: 05/2012. The analysis results of the device (c) found that it was received inside its original package. In an attempt to replicate the reported incident, the device was tested for functionality. A drop test was performed and no loose clips were noted. During testing, the cover got partially detached from the base. However, the clips were loaded, retained and properly formed. The latching feature was evaluated and one tab was found to be damaged. No conclusion could be reached as to what may have caused this condition. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device (c) additional information: batch # unk, expiration date: 04/2017, : manufacturing date: 05/2012.